Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 450cc and experienced rupture and capsular contracture on the left breast implant during surgery. Rupture was confirmed by the surgeon. As a result, the patient had undergone removal and replacement with serial number (B)(4), lot number 7601877 on the left breast implant and with serial number (B)(4), lot number 7601887 on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On 08/17/18, it was reported to mentor that the patient had experienced bilateral capsular contracture and discomfort. The replacement devices were gel mentor brand. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/30/18, it was reported to mentor that the device history record (DHR) of lot number 236535s was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/04/18, it was reported to mentor that the device evaluation and investigation have been completed. The device was received with cloudy gel. White material was observed within the device and on the shell surface, gel was also observed on the shell surface. The device is severely rented. Because the examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other issue observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A root cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material observed. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).